Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter some filter legs remained inside the sheath. Although add'l manipulation was used, some filter legs crossed upon deployment. Two filter legs remain crossed following add'l manipulation of the filter limbs. There is no reported pt injury.